Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c2100900 investigation did not show issues related to the complaint.

Event description:
Clips were crumbling while loading. 4 clips loaded and crumbled. 2 clips remain unused, with 1 clip broken in cartridge. Used another cartridge without problems.

Event description:
Clips were crumbling while loading. 4 clips loaded and crumbled. 2 clips remain unused, with 1 clip broken in cartridge. Used another cartridge without problems.

Manufacturer narrative:
(B)(4). The customer returned one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. One cartridge with two intact clips cartridge and two broken clips were returned. The returned clips were visually examined with and without magnification. Visual examination revealed that the loose clips were broken in half at the hinge. Two pierced boss halves and one hook half was returned. Signs of use in the form of biological material were observed on the returned clips. The clips breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Functional inspection was performed on the intact clips that were returned. The loose clips were manually loaded into a lab inventory applier and were successfully applied to over-stressed surgical tubing without breaking. No defects or anomalies were observed with the returned intact clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Two of the returned clips were broken in half at the hinge during loading. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. Two broken clips were returned, and both were broken in half at the hinge. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.